Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked while remaining responsive, and the user requested a replacement; the issue pertains to a fracture of the touchscreen component. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen and a device fracture localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.